Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up and there was no ac indication. The unit was evaluated by a philips field service engineer. The issue was verified and replacing the power supply resolved the issue.

Event description:
The customer reported that the device failed to power up and there was no ac indication.